Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative noted that the cause of stimulation turning off and if the issue had resolved is unknown. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported two other patients had claimed to have their stimulation turn off when the recharge was used to recharge the device. No further complications were reported/anticipated.